Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
Customer reported that the unit was not delivering oxygen (o2) properly. The customer reported that the device was in clinical use at the time the reported issue was discovered; but there was not harm to the patient or user.

Manufacturer narrative:
Email response received from philips tier 2 specialist pcms that checked and ran sst & est test which passed successfully and no parts were replaced. Handed over the machine in working condition. System did not have any problem.